Event description:
The facility reported a pump with failure code 814:04. This failure code occurred during pt use after infusion started. There was no pt injury or medical intervention necessary according to the hosp rep.